Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a perclose proglide device after a peripheral interventional procedure. Reportedly, a cuff miss occurred. A second perclose proglide device was deployed and after deployment there was difficulty parking the foot. The foot was partially parked and the device was removed. Excessive force was used to remove the device. Tissue damage occurred. An 8f sheath was placed in the access site. There was oozing around the 8f sheath. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was a less than 30 minute delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient weight was unknown but described as average size. (B)(4) - excessive force, per the instructions for use (IFU) do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. The other perclose proglide device referenced is being filed under a separate medwatch MFR number. Evaluation summary: the device was returned for evaluation. The analysis indicates that the anterior foot was not parked completely confirming the reported event. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.